Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. The insulin pump had cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners.

Event description:
The customer's family was reported via phone call that, there were cracks in the casing and the buttons are hard to press. The blood glucose was 333 mg/dl at the time of the incident. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.